Event description:
It was reported that the patient experienced a pain crisis during infusion and was transported to hospital by ambulance, requiring multiple doses of oxycodone and a methoxyflurane inhaler. In relation to the second event involving batch 24j16pm00023, the reporter confirmed the patient was admitted to hospice with 145 ml remaining, there was 44.7 ml remaining at 02:00 hours and pump alarmed at 06:15 hours. Per reporter, the cassette was attached to a cadd pump, the infusion took place in the hospital palliative care unit and the air could only be observed in the line, however the reporter stated it must have come from the bladder/cassette as there was no other entry point. Confirmation also received that no air was observed in the product prior to connection to patient and no quality issues were observed in relation to the mechanics of the cadd device. As seen in the photograph, there was far too much air in the line when the pump alarmed to be able to clear it. Fortunately, they had another cassette to attach at the time which was done promptly." There was patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
An investigation was completed based on a photograph for the related mrn where the lot number was provided. Because no lot number, sample or photographs were provided for the event documented in this mrn, no investigation findings are available. If additional information is received, the manufacturer will reopen this complaint for further investigation.